Event description:
PICC broke while indwelling in patient. No lot number available. No other info available.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Manufacturer narrative:
An image was provided that was consistent with the reported issue of breakage. Therefore, this complaint was confirmed. Based on the provided image, it appears the catheter broke just below the inverted triangle beneath the securement disc. A definite root cause for the breakage could not be established with confidence, based on the provided image alone. It could not be determined if the breakage was the result of a tensile force applied to the catheter, the manner of securing the catheter, or patient movement. The IFU instructs user to never place tape strips on catheter tubing as this will compromise the strength and integrity of the tubing. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken.

Event description:
PICC broke while indwelling in patient. No lot number available. No other info available.